Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) device was weak. Therefore, saline solution was added to the reservoir. No components were explanted during the procedure. No patient complications were reported.